Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system experienced a syncopal episode. A device evaluation was performed and intermittent loss of capture, as well as, ventricular tachycardia (vt) was noted on the stored electrograms (egms). It was noted that the patient was not pacemaker dependent and that r-wave amplitude measurements appeared normal. Capture thresholds varied depending on the patient's arm positions. When the arms were at the patient's sides the measurements were normal. However, when they were held away from the sides the capture thresholds were elevated. Lead impedance measurements remained stable and normal. A chest x-ray was taken and no abnormalities were identified. Boston scientific technical services (ts) discussed with the health care professional (hcp) potential causes for the varying measurements and suggested the device system be re-evaluated. Additional information was received that surgical intervention was performed and that this lead was successfully repositioned. No additional adverse patient effects were reported.